Event description:
Initially, the customer contacted baxter's global technical service representative (tsr) to report he connected the homechoice device before prime and did not realize it until the drain started. Technical tsr assisted the hp with ending therapy early procedure. During a follow up call on (B)(6) 2010, the patient indicated he had peritonitis and on antibiotics for 14 days. The patient indicated he is doing well and continuing with peritoneal dialysis treatment. This is the master complaint for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lots, h10f04023, h10g24011, and h10h26022, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is the first of three reports related to this event.

Event description:
On (B)(6) 2010, the patient's peritoneal dialysis nurse was contacted and provided the following additional information: on (B)(6) 2010 the patient presented to the clinic with cloudy effluent. The patient was treated at home with vancomycin and fortaz intraperitoneally (dose unknown) for 14 days initiated on (B)(6) 2010. The nurse stated that she did not know if any baxter products or solutions were related to this peritonitis. No further information was provided. The nurse declines to provide more information. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). The sample was discarded therefore, no evaluation was performed. This is the first of three complaints related to this event.